Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported high blood glucose level (more then 300 mg/dl). Customer noticed insulin leakage at the luer connection of the infusion set. No adverse event alleged. Device not available for return.